Event description:
Health care facility reported that a pt had developed redness, itching, drainage, and white blisters under the tegaderm chg gel pad. The dressing was in place over 3-4 days before the symptoms developed. The area was cleansed with alcohol and betadine, and then a 2x2 sterile coban wrap was applied to hold the dressing in place. Due to the skin reaction, the catheter was removed and the use of the tegaderm chg dressing was discontinued. The outcome of the skin reaction improved and no further treatment was needed.

Manufacturer narrative:
Conclusion: device not returned, no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.